Event description:
It was reported by the clinical engineer that while the intra-aortic balloon (iab) was prepped, the md inserted the super arrow-flex (saf) sheath into the patients' femoral artery. As the md was inserting the iab through the saf sheath, the iab became stuck. The md removed the iab and the saf sheath as one unit. Another iab was used with a teflon sheath. The md was able to insert the second iab over the same spring wire guide (swg) and through the teflon sheath without difficulties. There was no reported patient death or injury. Medical/surgical intervention was not required. The delay in therapy was noted as "only a few minutes." There were no reported patient complications. The patient outcome is listed as good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.